Event description:
It was reported to nova biomedical that a consumer received a result of 90 mg/dl on their blood glucose meter. The consumer immediately performed another test using the same meter but with another nova set of test strips getting a result of 59 mg/dl. The difference in the readings was determined to be clinically significant. The test strips in question will not be returned for eval because the consumer continued to use them.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.